Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to infection. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an explant procedure due to infection. The patient was doing well postoperatively. Additional information was received that the signs and symptoms of infection were redness and fever. The patient was placed on antibiotics and the explanted device components were discarded and will not be returned.